Event description:
The surgeon put the probe into the shoulder space. The end of the probe broke off and fell into the patient's shoulder space. The probe piece was collected in 10 minutes. A new probe was used without issue. Patient outcome post surgery: fine. No adverse event to patient. Ten minute delay on surgery.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection showed signs of activation around the ceramic. The reported complaint was that the metal tip had fallen off. From the supplier evaluation the piece that had fallen off was shrink tubing. There are marks on the device shaft that the removed heat shrink originated from. It appears that the shaft of the device has been scraped along a secondary object, removing a section of the heat shrink. From investigation we have determined the failure of the electrode to have been caused by misuse. The connector cord and suction tube of the device have both been cut. No electrical or functional tests were conducted due to the condition of the electrode. This complaint cannot be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two other dissimilar complaints for this batch number for this device. No corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The surgeon put the probe into the shoulder space. The end of the probe broke off and fell into the patient's shoulder space. The probe piece was collected in 10 minutes. A new probe was used without issue. Patient outcome post surgery: fine. No adverse event to patient. A 10 minute delay on surgery.